Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue. The additional proglide device is being filed under separate medwatch manufacturer report number.

Event description:
It was reported that an arteriotomy closure of both the right and left common femoral arteries were attempted using two proglide devices via a 6f sheath after a bilateral illiac stenting interventional procedure. One proglide was attempted in the right common femoral artery (rcfa) and the other in the left common femoral artery (lcfa). Reportedly, when the proglide devices were advanced into the artery there was no pulsatile blood flow observed coming from the marker lumen. A non-abbott device was used to achieve hemostasis in both the rcfa and lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.